Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The sheath was returned with the liner fully expanded and the distal tip was torn radially and axially. There was sheath shaft curvature possibly due to packaging. The sheath was kinked approximately 1 inch from the distal strain relief. There were scratches along distal tip, and the soft tip was damaged. The hdpe had stretched along tears. All score lines were present. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors being investigated. Additionally, patient factors such as challenging anatomy (access vessel was calcified, but not extremely tortuous was reported) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. Although no CT imagery was provided, scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that near the end of a transfemoral transcatheter aortic valve replacement tavr with a 26 mm sapein 3 ultra resilia valve, after withdrawing the 14f esheath+ it was noticed the distal tip was torn, hanging off. There was some resistance when removing the 26mm commander delivery system from the sheath, but no more than normal. It did not appear anything had broken off or embolized. The access vessel was calcified, but not extremely tortuous. There was no patient injury, and the valve was successfully implanted.